Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient's ins is currently not working and the patient is waiting on the doctor to schedule a replacement surgery. The patient reported their ins would be/was removed on (B)(6) 2020. Note that this would have been before the event date.

Event description:
Additional information was reported that the patient's ins is currently not working and the patient is waiting on the doctor to schedule a replacement surgery. The patient reported their ins would be / was removed on (B)(6) 2020. Note that this would have been before the event date. On (B)(6) 2020, rtg0091825 x2, rtg0115197 (con, hcp): no new information. 2021-jan-11 patltr: additional information was received from the patient. The patient reported their weight at the time of the event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient (pt) reported she needs to meet with a rep today because she has a procedure tomorrow and needs ins "jump started". Patient services (pss) asked, pt confirmed she is not able to connect with insr or pp, which she noticed yesterday. She said she last charged a while ago. Pss reviewed the role of the rep and provided nas number for hcp office to call. Pt said she has been trying to reach hcp office, but has not been able to yet, pss sent email to field team in pt's area and again redirected to hcp. Pt said previous hcp dr. (B)(6) is no longer working, and she does not know the name of her new hcp yet, thought it might be "(B)(6)". Caller was redirected to the healthcare provider (hcp). No patient symptoms were reported. Patient reported that she can't get ins charging to get it going and has an MRI tomorrow at noon. Patient said that it had been greater than a month since she last charged her ins. Patient's reason for call was to ask for a rep to "kick start" her battery. Caller said pt's stimulator "won't turn on." Rep said pt put her system into MRI mode 2-3 months ago, when pt tried to recharge on saturday, she couldn't. Rep said no external equipment, including her tablet can connect to the implant. Rep started a physician recharge mode. Rep to monitor and clear por once system recovers. Patient stated the rep ran diagnostics and tried to jump start the unit to try to see if the battery would charge and tried programming. The ins would not connect to change to MRI mode or to charge the ins. Patient stated they contacted a rep who told them the ins was dead and needed replacement. Ins has not been charged and is still dead. No resolution; setting up replacement surgery.